Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused inability to sleep, affected mental health, and can not drive or function regularly. The patient did receive medical intervention and reported to go to the emergency room. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.